Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had problems with nearly double of insulin requirement. Customer stated they did not have a high blood glucose but they had higher values which did not really go down even though customer put basal on 200% or made corrections. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.